Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-33, lot# j0421387v, implanted: (B)(6) 2004, product type: lead. (B)(4)

Event description:
The consumer reported that their device has been inactive for 4-5 years. The patient stated that the implantable neurostimulator (ins) wouldn't take a charge anymore and the ins kept completely depleting. It was overdischarged three times. The patient reported that he was using his device, but when he would try to charge it would say the ins was fully charged and it wouldn't take a charge. It wasn't reading correctly. The patient was not having the battery replaced. The indication for use was degenerative disc disease/herniated disc pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***Additional information will be captured in manufacturer report # 3004209178-2011-08193***